Manufacturer narrative:
A supplemental report was filled out and sent in with the incorrect MFR#. The incorrect number is 2183157199700284. This should have been 2183157199700294.

Event description:
Report of alleged "caregiver left room for 10 minutes. When he returned pt was pale and non-responsive. Pt manually bagged. Pt was hospitalized."